Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile identified a hypotube break of 15cm distal to the distal end of the strain relief and multiple kinks were also identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon, and all blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device could not cross the lesion. While pushing and pulling the device against a tight lesion, the shaft got broke. The procedure was completed with a different device. There were no complications reported, and patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device could not cross the lesion. While pushing and pulling the device against a tight lesion, the shaft got broke. The procedure was completed with a different device. There were no complications reported, and patient was stable post procedure.